Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d274trk implanted: (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported by remote transmission the left ventricular lead threshold has been chronically high but that the lead trends have been stable. The lead is still in use. No patient complications